Event description:
The event is reported as: "ett was being used in the sicu. Clinician claims that cuff was leaking. Pt was reintubated with new tube. Clinician states that when he was testing out the tube in question later, he noticed a pin hole in the cuff. There in also an unidentified pink substance on the distal end/cuff of the tube. Clinician was unable to identify substance. They had also injected saline into pilot balloon line to see if and where the leak was coming from which may have further impaired the sample." No pt injury reported.

Manufacturer narrative:
The device sample was not received by the MFR at the time of this report. A follow-up report will be sent when completion of investigation.